Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Customer complaint of low blood glucose results. Results from memory were: (B)(6) 2013 at 9:55 p 127 mg/dl, (B)(6) 2013 at 1:46 p 49 mg/dl, (B)(6) 2013 at 2:23 p 93 mg/dl. Caller states his glucose is normally 115-120 mg/dl. No adverse event reported.